Event description:
On (B)(6): customer reported that staff was attempting to perform a urology procedure when fluoro failed. Physician aborted the procedure at that time and rescheduled pt procedure. Customer reports the procedure was completed at a later time without further incident. No reported injury. Customer would not provide pt or procedure info with regards to this event, except to say the pt is fine.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.